Event description:
Pt revised due to dislocation. Noted that competitors cup and insert was used.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The initial reporting states the depuy devices were implanted with competitor product. This use is not recommended. This investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.